Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet would not pass through the right ventricular (rv) lead. High impedance was noted. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The analyst noted the stylet was not returned. Using a stylet sample to test, the stylet passed through the lead coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.